Manufacturer narrative:
Inspection: visual inspection of the returned devices reveals that the plate is jammed inside the cage and the cage is deformed and fractured around the plate interface. DHR review: the dhrs were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimmer biomet¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. It was mentioned that the patient had hard bone, which may have contributed to this failure. Device usage: this device is used for treatment. Reference report 3004788213-2021-00090. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the plate would not advance due to the patient's hard bone and the cage cracked. The surgeon removed the plate and cage and attempted to use the awl to create a pathway for the plate. A second cage and plate were used to complete the case. There were no patient impacts or surgical delays reported. Device evaluation by the manufacturer found the plate had jammed inside the cage. This is report one of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the plate would not advance due to the patient's hard bone and it cracked. The surgeon removed the plate and attempted to use the awl to create a pathway for the plate. A second cage was used to complete the case. There were no patient impacts or surgical delays reported.